Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's blood pressure has skyrocketed for over 10 days and they are dizzy and can hardly walk. Patient stated they are in the hospital and their cardiologist told them it's not their heart, it's probably the dbs. Patient said they called the neurologist's office and they told the patient that dbs does not cause high blood pressure. The patient was seeking medical advise from agent but agent redirected the caller to their healthcare provider to further discuss. The patient also stated that the hospital is wanting to do an MRI on them today, but stated that they do not have their equipment with them. Patient services reviewed MRI guidelines with them and reached out to the field to see if they could assist further.